Event description:
The patient presented with an impeded leaflet and the sjm valve was explanted and replaced with another 23mm sjm masters series mechanical valve. The patient was reported to be recovering following the procedure.